Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm but not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime or seating test, basic occlusion test, force sensor test and delivery accuracy test or confirm displacement anomaly due to pump error 38. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked battery tube threads and cracked case corner of belt clip rails.